Event description:
A copy of uf report was received which stated: physician at bedside to perform tracheostomy. At initial trach placement, inserted trach tube and balloon would not stay inflated. This is the same lot as previous medwatch report on 09/23/2009. On 10/02/2009, attempts were made to contact the reporter. On 10/12/2009, the reporter called and stated that she had no further info to report at that time.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.